Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they took antibiotics for an infection related to the ins for 6 months after implant date; first round an antibiotics did not take care of the bacteria, so patient's healthcare provider (hcp) sent patient some more antibiotics to self-administer at home. The patient took self-administered antibiotics for 4-5 weeks, but hcp told patient to stop taking these antibiotics after the 4-5 week time frame. The patient also mentioned they had an infection in the head earlier this year (2021). The patient said infection earlier this year was from ins; patient said it may have "been dirty when it was put in". The patient's hcp told patient the hcp was going to remove the leads from the patient's head because of the infection, but hcp did not end up removing the leads. The patient mentioned, because of the infection, the patient would be on antibiotics for the remainder of their life.